Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy a2: age & date of birth: requested, not available due to hospital policy a3: patient sex: requested, not available due to hospital policy a4: weight: requested, not available due to hospital policy a5: ethnicity: requested, not available due to hospital policy a6: race: requested, not available due to hospital policy d6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was used after a percutaneous peripheral intervention (ppi) for the superficial femoral artery (sfa) in an elective case. The guidewire of the angio-seal device was inserted into a procedure sheath (6fr) that was punctured in the right femoral artery, and the procedure sheath was withdrawn. The locator/insertion sheath assembly was then attempted to be inserted into the artery, but the assembly could not be inserted as resistance increased when around the distal portion of the drip hole of the assembly was inserted into the artery. An attempt was made by another physician, but the assembly could not be inserted due to the same resistance. The physician was advised by the other physician to stop using the device, so the device and the guidewire were withdrawn, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved with manual compression only. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was the right common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, guidewire, hemostasis sheath, arteriotomy locator, and carrier tube. The device was visually inspected. The sheath/locator assembly was found to have been in used condition with visible signs of blood while the carrier tube was left unused and in forward lock. The sheath and locator were mated properly. No other damage or issues with the device were identified. The complaint can be confirmed for insertion difficulties into the patient. The exact root cause cannot be determined. The likely cause was determined to be off axis loading during assembly insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).